Manufacturer narrative:
No known consequences to the pt were noted. Endoleaks are labeled in the IFU. Event eval.: still under investigation.

Event description:
On (B)(6) 2014, during evar on a (B)(6) female pt, the left limb was placed as an extension for a left limb. Upon final angio, contrast appeared to pour out of the limb area. User placed a flush catheter inside the limb and performed injection flush; however, contrast continued to pour out of just limb area. User re-ballooned area and reinjected; area continued to leak. The limb was re-lined with another iliac leg graft. Device was ballooned and injected. Leak appears to be repaired. Additional info indicated that the physician used the distal fenestrated component for the main body device and that there was a small endoleak (very light blush) at the outcome of the procedure but that it was overall successful. Devices remain in pt as intended. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.